Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the x-ray controller with a generator interface pcb and replaced the fluoro functions board. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue. The issue occurred after the patients cases were completed for the day.

Event description:
The ge oec 9800 fluoroscopy system continued to produce the audible exposure tone when the x-ray switch was released. The system was used to make 3 subsequent exposures while the audible exposure tone continued then all the lights on the control panel lit up and the system displayed a communication failure error. The system recovered with a re-boot.